Event description:
Additional information was received indicating the that neither programmer was able to read the ins and the patient programmer (model 37642) did receive a por (power on reset). The patient was going to attempt to recharge for 6 to 8 hours more. The patient did not experience any symptoms related to the device, however, they did have a severe covid 19 infection with more than a 5 month recovery during this time period. The first overdischarge occurred on 2020-march-01. The first prm was performed on 2021-january-28 and that was not successful due to a manufacturing mode code that turned up on the recharger twice. The second prm was performed on 2021-feb-01 and a mdt data file and session report were pulled. It was indicated that they were able to successfully interrogate the ins after performing the prm. In addition, it was clarified that there was only one overdischarge occurrence.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was overdischarged. Additional information was received. It was stated that during the first attempt of a physician recharge mode using the old recharger, the timer screen was seen. At the moment the 60-minute window was nearly complete, two subsequent screens were shown with two different codes: screen 1: 2385662 screen 2: 2385661. After the screens were seen charging was stopped and the ins was no sufficiently charged.